Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a manufacturer¿s representative regarding a patient who was receiving 100 mcg/ml fentanyl, 500 mcg/ml of clonidine, 20 mcg/ml of dilaudid, and 9 mg/ml of marcaine all at the minimum rate via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2017, it was reported that a motor stall had occurred in (B)(6) 2016. No MRI procedures had occurred recently. The patient opted to have the pump turned off as they did not want another surgery and were unable to undergo surgery. The patient also felt that the pump wasn¿t working anyway. The patient had been hearing their pump alarm, but no cause for the motor stall was determined. The pump remained implanted in the patient. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.